Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient with an external neurostimulator (ens) for non-obstructive urinary retention. The patient reported that they believed that their lead may have moved because they could feel it in their vagina. No further complications were reported or were expected.